Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the altitude alarm. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, and attempt to resume insulin delivery. Despite these efforts, the alarm recurred, leading technical support to advise loading a new cartridge, which also resulted in the alarm recurring within five minutes. The customer was then advised to wait 30 minutes and try again or call back if the issue persisted.